Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the patients father notified the nurse of a leak during a blood transfusion. The leak was noted be between the "blue cap," presumed to mean the maxplus and the "piggy back" presumed to be an extension set. The extension set was replaced and the physician was notified that an unknown amount of the transfusion had leaked onto the patient's bed. Vital signs remained stable and the remainder of the transfusion was completed. There was no patient harm.